Event description:
Information was received via a manufacturer representative from a health care provider regarding unknown patients. It was reported that the health care provider had been experiencing progressively worse steering (referring to lead steering) the past several months. There were no patient symptoms or complications reported.